Manufacturer narrative:
Result: faulty foot-end lift power coil cable.

Event description:
It was reported by service report that the foot-end of the bed would not raise or lower. No pt involvement or adverse consequences were reported.